Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd vacutainer® eclipse¿ signal¿ blood collection needle and the holder thread during use.

Event description:
It was reported that blood leaked from the bd vacutainer® eclipse¿ signal¿ blood collection needle and the holder thread during use.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excess blood in the flash chamber with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for excess blood in the flash chamber with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause of excess build-up of blood within the flash chamber was determined to be related to a user-related issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.